Event description:
It was reported that during a laparoscopic nissen and cholecystectomy procedure, the ports are leaking around the seal. The surgeon would wiggle the trocar to close off leak. The procedure was completed without switching out the trocars. There was no patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Approximately five or six patient urine samples generated a false negative result for leukocytes. Upon microscopic repeat, each sample gave a positive reading varying from 25 to greater than 100 leukocytes/ul. The initial results were not reported. The field service representative determined the strip guide was bent. The instrument was repaired.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (c) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Damaged duckbill. The analysis results of device (d) found that it was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. Leak test failed without test probe l. Batch # g9jg2c mfg date: 2/22/2010; exp date: 1/22/2014. A batch record review was performed and no anomalies were found during the manufacturing process.